Manufacturer narrative:
Additional note: patient reported adverse events regarding 2012 and 2014 prolapses of the second prolift mesh implanted in the front or in the back were submitted via medwatch 2210968-2019-86068 and 2210968-2019-86069 accordingly.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for patient: if in your possession, may we have copies of your operative reports? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Questions for surgeon/hp: the patient demographic info: age, weight, bmi at the time of index procedure. Other relevant patient comorbidities/concomitant medications? When were two prolift devices implanted (in the front and in the back) were these two prolift(s) implanted concurrently in 2010? All three prolapses site/location and diagnostic confirmation? Please explain ¿ a part of prolift device surrounds the intestine¿? How were 2012 and 2014 prolapses treated? Were both devices removed? Dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to these events in 2012 and 2014? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is the patient¿s current status? Please provide product code and lot number for each prolift ? Patient reported adverse event regarding prolapse in 2012 was submitted via medwatch 2210968-2019-86063.

Event description:
It was reported that a patient underwent a prolapse repair surgery in 2010 and the mesh was implanted in the front or in the back. It was reported that the patient experienced prolapse in 2012. The patient also experienced a prolapse in 2014 and the device was intended to be removed. It was also reported that a part of the mesh surrounds the intestine. Additional information has been requested.

Manufacturer narrative:
Corrected information: manufacturer name, city and state, MFR site.